Event description:
Patient required revision knee surgery for an unstable tibial insert & worn patella. On opening the joint, the patella showed some wear & yellow discolouration indicative of poly wear. When the joint was distracted medically, there was some gapping. On removal of tibial insert it also showed some wear on the posterior medial side. A new insert & patella implant were inserted. Patient had good rom & was stable at conclusion of surgery did the event occur during sterile processing? Unknown, did the event occur during field inspection? Unknown, did the event occur during internal service activities such as calibration? Unknown, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Revision of tibial insert & patella, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe revision of tibial insert & patella, is the patient part of a clinical study no, (B)(4). Device property of none, device in possession of none, (B)(4). Device property of none, device in possession of none, by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not received for examination. Based on provided evidence, it was not possible to confirm a worn condition on the device. The overall appearance and color of the device is consistent with implanted period of time, it is not uncommon to see a discoloration or degradation in color due to being exposed to body fluids over the years. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d6a. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: e1 (country code).